Event description:
Update: (B)(6) 2014 - sales rep reported revision surgery. Patient's head and sleeve only were revised to address general pain and elevated metal ion levels. Cup remained in situ. There is no new additional information that would affect the investigation. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Litigation alleges that the patient suffers from increased metal levels, pain, and suffering. It is also alleged that the patient's hip became detached, disconnected, created metallic debris, and loosening from the acetabulum.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.